Manufacturer narrative:
No pt was involved with this concern. The returned product was evaluated and found to be out of calibration. The device malfunction was confirmed and directly related to the reported event. The device was replaced and the issue was resolved.

Event description:
A medtronic rep reported that a camera was out of calibration. There was no pt present.